Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 was adjusted and the ffb and gib were reseated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a communication error message during a case. No pt injury was reported.